Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2017. Foreign country: (B)(6). Reported event was confirmed with operative notes. The operative notes stated during the postoperative period, fever and coughing developed, therefore internal medicine consultation was performed, acute bronchitis was found to be in the background. Antibiotic, expectorant and bronchodilator therapy was administered, after this therapy, complaints resolved. There were no complications during wound healing, the patient was discharged with the sutures removed, mobilization was started. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 7 years post implantation due to fractured stem. During the immediate postoperative hospitalization, the patient developed a fever and coughing and was diagnosed with acute bronchitis. The patient was given antibiotics and bronchodilators which resolved the complication. No further event information available at the time of this report.